Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to reported air in line alarms which were not reproduced. Air in line alarms were confirmed during a review of the event history log. It was determined that the root cause for the alarms was a wide (out of specification) inscribed pin dimension, which caused low fluid numbers and the air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.